Event description:
The doctor indicated that the zirconia abutment fractured. No patient injury or infection was reported.

Manufacturer narrative:
The visual inspection of the returned component found that the ceramic post has separated from the titanium insert and the ceramic post of the device has also fractured. When compared to drawing (B)(4) rev k, the abutment screw returned with the subject product was confirmed to be an iunihg, which is incompatible with the zireal post. No lot or order number has been provided for review. Although a complete dimensional analysis of the zireal post cannot be performed due to the damage of the as returned product, visual comparison to drawing (B)(4) rev j did not provide any indication of a manufacturing defect that would contribute to this event. Although a definitive root cause has not been determined, the customer¿s failure to follow the restorative manual with the use of an iunihg screw is the most probable cause of this event. (B)(6). (B)(4).